Manufacturer narrative:
Additional information: further information was requested but is not available.

Manufacturer narrative:
Further information was requested but not available. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted following symptoms of orthopnea and pleural effusions. Echocardiography was performed and intracardiac deposits on the pacemaker leads were noticed. Blood cultures were performed and were negative. The patient did not have a fever. The pleural cavities were drained to resolve the event. There were no macroscopic signs of endocarditis. The leads were explanted and a temporary pacing lead was utilized. The patient was in stable condition. Further information was requested but not yet available.